Event description:
It was reported that the system needed better sensing. The doctor elected to replace both the pulse generator and electrode due to an advisory. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that there was high shock impedance and failure to convert an arrhythmia in this event. It was reported that the system needed better sensing. The doctor elected to replace both the pulse generator and electrode due to an advisory. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system needed better sensing. Also, there was high shock impedance and failure to convert an arrhythmia. The doctor elected to replace both the pulse generator and electrode due to an advisory. There were no additional adverse patient effects.